Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the burr lock assembly was damaged. The burr lock subassembly was taken apart and it was determined that various worn components in the burr lock assembly caused the excessive vibration. It was determined that the root cause of the failure was due worn components caused by exposure to organic debris and materials which led to corrosion and normal component wear out. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had excessive vibration. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.